Event description:
Facility reported a kinked bloodline. Pt allegedly developed hemolysis. No medical intervention. Facility called on 4/20/99, 4/21/99, 4/23/99 and 4/26/99 for add'l info. Faxed questionnaire to gather medwatch info on 4/27/99. Sample was discarded by the facility.